Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that they could not pass cavity initial assessment and that they tried to reseat the device. They went in with a hysteroscope and recognized that the patient had been perforated and aborted the procedure. Physician reported that additionally prior to the procedure they had done a dilatation and curettage. Patient was 3-4 months postpartum pregnancy. Additional information later received the patient returned for a laparoscopic procedure to close the uterus. No other information available.